Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the battery compartment was found to be cracked in the following places: above the pad on the threads, along the side on the threads and below the pad. Unrelated to the complaint, the text on the display was found to be dim, faded and reddish. Also unrelated to the complaint, the keypad cover was found to be intact; however, all keypad buttons were intermittently responsive. The keypad cover was removed; contamination was found under all contacts. The battery cap was also damaged and stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.